Manufacturer narrative:
One month later, additional information was received stating that his rv lead was removed from service due to noise. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
According to our resources, the lead remains actively implanted and no other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that his physician was inquiring about the specifications of this right ventricular (rv) lead. It was reported that a lead extraction may be performed. The reason for the possible revision procedure is unknown.